Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the dentist. Therefore, the lot number was not considered.

Event description:
(B)(4) - the dentist reported that he had to remove the dental implant during its installation surgery. Fifteen ncm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type iii) and immediate implant procedure was performed.